Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was not able to fire during the procedure and surgical intervention was required. The procedure was converted into an open procedure due to device problem. No more information is available. The report indicated that the patient had no injury as a result of the event.